Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It is reported that the device completely broke near the junction between the anchor sleeve and the beginning of the catheter. Catheter rupture is reported near the junction between anchor sleeve and catheter start. Occurred during use. No other information was provided. Additional information received 01/31/2024: it was reported, "there were no consequences for the patient."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a catheter fractured near the distal end of the molded joint. A section of catheter is observed remaining inside the molded joint, and there appears to be a complimentary fractured end of the catheter remaining within the patient's arm in the returned photograph; however, no details of the fracture can be discerned that could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It is reported that the device completely broke near the junction between the anchor sleeve and the beginning of the catheter. Catheter rupture is reported near the junction between anchor sleeve and catheter start. Occurred during use. No other information was provided. Additional information received 01/31/2024: it was reported, "there were no consequences for the patient."